Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-12166 and 2134265-2016-12168. (B)(6) study. It was reported that the patient experienced a myocardial infarction. The patient presented with class 3 stable angina on (B)(6) 2016 and was referred to cardiac catheterization. The target lesion was located in the 90% stenosed, 56mm in length, and 3.0mm in diameter middle left anterior descending (lad) artery. Predilation was performed and three synergy stents were implanted; a 2.50x28mm, a 3.00x20mm, and a 2.50x12mm in the target lesion. Post-dilation was performed, resulting in 0% residual stenosis. On the following day it was noted that a "few small lateral branches were lost" and cardiac enzymes were found to be elevated. A peri-interventional myocardial infarction was diagnosed. The patient was prescribed dual antiplatelet therapy and discharged on the following day. There were no further patient complications reported.